Event description:
It was reported that audible alarm occurred and the screen was black during force calibration attempt. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found both tamper seals removed, the top case cracked and chipped by the front left bottom corner and visible contamination by the pole clamp l bracket. A review of the event history log identified force sensor test error in the history. The power up process was performed and verified the reported problem. There were fluctuations in the force sensor readings. The root cause of the problem was due to a worn plunger cable, force sensor and plunger board. The wear was regarded as normal wear since the pump was over 14 years old at the time of investigation. To resolve the problem, the plunger cable, plunger board and force sensor were replaced. (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4).